Event description:
It was reported that an end of service/end of life (eos/eol) message was encountered. The pt's implantable neurostimulator had two previous overdischarges. The pt did not use the neurostimulator during the summary and this was the reason for the overdischarges. It was later reported that the pt was unable to turn on the neurostimulator and then noticed the eos message displayed on the recharger. A physician mode recharge (pmr) was initiated to fully recharge the device. The device was stated to have reached the eos as reported by the MFR rep's clinician programmer. It was not possible to turn the device back on. The pt's physician discussed possible alternatives, related to the neurostimulator, with the pt. A date for surgery had not been determined as of the date of this report. No pt symptoms or outcome were provided. Add'l info was requested but not available as of the date of this report. A f/u report will be filed if add'l info becomes available.

Event description:
Additional information showed, the patient recovered without sequela.

Manufacturer narrative:
(B)(4).